Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed corrosion in the battery compartment. There was no evidence of a battery compartment cracked, and the pump passed leak testing. The pump was opened for further inspection, and there was no evidence of internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the distributor contacted animas alleging that there was moisture in the battery compartment. There was no physical damage to the pump casing noted. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.